Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the seal broke and fell into patient cavity. Pieces were retrieved without further incident. No patient injury was reported. Patient outcome is fine. No additional information available at this time.